Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this patient with this pacemaker underwent a sternotomy procedure where it was reported the device oversensed electromagnetic interference (emi) on both the right atrial (ra) and right ventricular (rv) channels leading to inappropriate storage of atrial tachy response (atr), rhythmiq, and signal artifact monitor (sam) episodes. As a result, the minute ventilation (mv) sensor was disabled. Technical services (ts) was consulted and offered troubleshooting and programming options. Subsequently, the device was reprogrammed. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.